Manufacturer narrative:
Unknown.

Event description:
A patient in france was undergoing therapy which included a prismaflex m 150 set. During treatment, the y priming accessory connected to the arterial line became disconnected from an access extension line and the return line became disconnected from a return extension line, resulting in a blood loss and air intake in the circuit. No medical intervention or patient symptom was reported.